Event description:
It was reported that the outer housing of an ilet device began to delaminate from the back housing and progressively peel, catching on external surfaces and raising concern about enclosure integrity and potential loss of airtightness. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy usage reported, no alarms, and no medical intervention. Investigation included device replacement logistics and collection of photographs for visual inspection. Investigation of this case revealed a suspected enclosure delamination of the device housing. It was concluded that the event involved a device mechanical integrity issue without patient injury, with replacement initiated to mitigate risk.